Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that the whole right side of their spinal cord stimulator had stopped working. Patient said the left side was still working, but the right side was no longer providing any sensation at all. Patient also said it started to hurt them and felt like it was over on the side of the back around where the battery pack was and their back was awful and they could not touch their back. Patient then said the pain went away, but it was like the lead had migrated and now there was nothing on the right side. Patient did not recall when the issue first started, but said it had been going in and out for 6 months but finally just felt nothing now. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent reviewed role of manufacturer representative (rep) and pro vided patient with national answering service (nas) phone number for hcp office to call. Patient mentioned that they had a rep that did not seem to be very acquainted with the equipment or maybe it was their equipment that the rep had problems with. Agent documented historical information. See previous cases for equipment troubleshooting that was resolved. Patient stated they were going to their summer home on may 1st and needed the reprogramming to occur before then. Patient commented that they had not been happy with their doctor at all and that even right after they had the spinal cord stimulation put in, they couldn't talk to their surgeon and the doctor would not let them talk to the surgeon. Agent documented information given during the call. Patient called back in and reported that they called the hcp office and they were directed back to manufacturer. Agent reviewed information and redirected patient back to their managing hcp. Patient was frustrated.

Manufacturer narrative:
Continuation of d10: product ID 977c165. Serial# (B)(6): product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 15-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.